Manufacturer narrative:
The device has been received for eval. Additional info has been requested, concerning the clinical aspects of the incident. An investigation has been initiated based upon the reported info.

Event description:
The user facility reported the following incident: the device broke three months after implantation. A revision surgery has been performed to extract the broken plate. The product was returned to newdeal for investigation.